Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that an altitude alarm occurred. It was reported that the customer experienced elevated blood glucose (bg) displayed as 220 mg/dl to "high" on cgm. The customer administered a manual injection to address elevated bg level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.